Event description:
It was reported to medtronic minimed that the customer received pump error 3 and 54 . The customer reported no adverse event. The event involved in the product was mmt-1780kl. Troubleshooting was performed for pump error alarms and the customer was able to clear the alarm successfully. No harm requiring medical intervention was reported. Mmt-1780kl was returned for analysis.

Manufacturer narrative:
P-cap locked properly during testing. Unit powered up properly upon battery installation. Unit successfully passed displacement test and self test. Unit was downloaded using thus. Verified pump error 54 (file number 32122 line number 1421) on (B)(6)2023 09:50:04.000 and pump error 3 (file number 2002 line number 2803) on (B)(6) 2023 09:50:06.000 . Per software engineering log, pump error was due to the gap between dma down counter going to 0 (zero) and usart transmit complete interrupt. Unit was cut open for visual inspection. No anomalies or moisture damaged observed to electronic components. Unit received with battery cap contact damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.